Event description:
It was reported to philips that the device was not recognizing that an ibp cable was connected. It was noted by the customer that when the cable was plugged in, nothing was displayed on the screen. The customer has tried multiple cables but the problem persists. There was no patient involvement.